Manufacturer narrative:
Additional information. Hematoma has been added.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Associated MFR report #3005099803-2014-03045 and #3005099803-2014-03047 pertains to the other devices. It was reported to boston scientific corporation that a capio device was used together with an uphold vaginal support system and an obtryx system during a pelvic prolapse cystocele repair procedure performed on (B)(6) 2014. According to the complainant, post procedure, the patient experienced pelvic pain. The physician placed a stent in the left ureter of the patient. Additional information received on 09sep2014. Upon follow up, cystoscopy revealed a hematoma, which has been causing the patient's left pelvic pain.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Associated MFR report #3005099803-2014-03045 and 3005099803-2014-03047 pertains to the other device. It was reported to boston scientific corporation that a capio device was used together with an uphold vaginal support system and an obtryx system during a pelvic prolapse cystocele repair procedure performed on (B)(6) 2014. According to the complainant, post procedure, the patient experienced pelvic pain. The physician placed a stent in the left ureter of the patient. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.